Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering up" was confirmed during the functional testing and based on the archive data review. The root cause for the reported complaint was due to the defective load cell 1. During visual inspection of the returned platform, no physical damage was observed. Archive data indicated that on the customer's reported complaint date, the autopulse platform powered up with ua12 (lifeband not present), unrelated to the reported complaint. The ua12 error message was cleared by the customer two times. The belt switch assembly was evaluated as a possible root cause for ua12; however, it was observed within the specification. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the drive shaft and can freely rotate after insertion. Further review of the archive data showed multiple ua07(discrepancy between load 1 and load 2 too large) error messages to have occurred on the customer's reported complaint date; thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to ua07; thus, confirming the reported complaint. The defective load cell 1 was replaced to remedy the issue. Unrelated to the reported complaint, it was also noted that the clutch plate was sticky, and it was deburred to remedy the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering up. No patient involvement.